Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken battery drawer. It was also indicated that the display wires were pinched and damaged. It was also indicated that multiple external components were damaged or contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery drawer. The epg was returned for service. There was no patient involvement.